Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope's image cut out during a diagnostic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.